Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump shuts off every night. Customer stated when the insulin pump shuts off its losing signal. No blood glucose reading provided. Troubleshooting was done. There was excessive weak signal, re-initialization and previous sensor errors. Advised the customer that 2 sensors would be replaced. No further information provided.